Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon pinhole occurred. The 50% stenosed target lesion was located in the non-tortuous and moderately calcified vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, the physician inserted the balloon through the sheath and advanced to lesion site. However, it was noted that the balloon could only be inflated at 4 atmospheres. The balloon was removed and inflated outside of the patient. Subsequently, the balloon was leaking fluid through a small hole in the balloon, the procedure was completed with a different device. There were no patient complications as a result of this event, and patient fully recovered post-procedure.